Event description:
Country of complaint: (B)(6). Holding problem with the last system-joint, since using the unitrac with extension for aseptic casing. The last joint doesn't remain stable, it moves, based on the extended lever arm downwards, according to the laws of gravity. A pressure drop in the system could be excluded. Remark: the unitrac systems is used in relation with a mobetron system (electron-beam) for cancer therapy. According to the surgeon there might be a wrong dosage if the unitrac moves.

Manufacturer narrative:
Investigation on-going at manufacturing site.